Event description:
Baxter affiliate reports one incident of a patient death which occurred after dialysis treatment. After the second hour of treatment the pt complained of epigastrium pain that spread into the chest with a burning sensation, heat and shortness of breath. After receiving therapy pt fell better but 15 minutes later experienced onset of pain again. Cardiac and respiratory arrest followed. Resuscitation efforts were unsuccessful.

Event description:
Baxter affiliate reports one incident of a patient death occurring two hours into the hemodialysis treatment. No further information available.